Event description:
The event occurred on an unspecified date and involved a chemolock¿ port. The report stated that device was attached to spiros and with im & subcutaneus injections, spiros allowed needle to continue to spin but disconnected which caused leaks. No harm was reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.